Event description:
It was reported that during a CABG procedure, the device was closed on the appendage on the heart and it stapled, but would not open. The surgeon tried to maneuver the device off the appendage and it tore the atrium. Bleeding began and the surgeon placed the patient on the heart machine and sutured the atrium. The patient lost at least 500cc of blood and did have to receive blood products (unknown exact amount). The patient had to be put on additional equipment (a larger pump) to monitor his condition. The patient is okay. The patient was sutured, stabilized and was fine after that.

Manufacturer narrative:
The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened as intended. A batch record review was performed and no anomalies were found during the mfg process.